Manufacturer narrative:
Section b5: patient history of infection captured in related manufacturer report numbers: 2916596-2021-04075 and 2916596-2021-03904. Manufactures investigation conclusion: a correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
Additional information reported that the patient was a heartmate ii patient implanted in 2016 and had a history of postop cardiac device infection complicated by salmonella bacteremia, mediastinitis, and splenic abscess and was on chronic suppression with cefixime. The patient was admitted on (B)(6) 2020 for severe blood loss anemia due to gastrointestinal bleeding (gi). The patient¿s son noted that there has been increase in drainage over the last 3 weeks. Also endorsed some mediastinal pain over wound site. Otherwise, patient denied fever, chills, nausea, or vomiting. Laboratory assessment showed leukocytosis of 20,300. Patient was then started on ceftriaxone 2gm IV q24 hours, and leukocytosis came down to 10,030 on (B)(6) 2020. CT of abdomen showed mild inflammatory changes over parasternal soft tissue suggestive of cellulitis. No abscess formation. Type of treatment included prolonged hospitalization, changes to medication and parenteral antibiotics.

Manufacturer narrative:
The referenced of the patient's death was reported under MFR # 2916596-2020-03993. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 after presenting with fatigue and melena. The patient¿s family noted weight increase of 4lb over 24 hour and le edema. Labs significant for hemoglobin (hgb) 6.2 g/dl and hematocrit 18.4 % (hct), white blood count (wbc) 20.3, brain natriuretic peptide (bnp) 1773, international normalized ratio (inr) 1.1(lower goal due to bleeds.) The patient¿s son began noticing increasing drainage over the last three weeks before patient admission. Infectious disease (ID) was consulted and ceftriaxone 2gm IV every 24 hours for broad spectrum coverage showed improvement in leukocytosis from 20.3 (on 7/20) to 10.03 (on 7/21). CT scan of chest, abdomen and pelvis showed mild inflammatory changes involving the presternal soft tissue suggestive of cellulitis with no focal fluid collection. Upon admission, patient was transfused with 2 units of prbc(packed red blood cells) on admission for symptomatic anemia (hgb 6.2). Received a total of 6 units of prbc during admission. Gastroenterologist consulted esophagogastroduodenoscopy (egd) and colonoscopy performed on (B)(6) 2020 with gastric antral vascular ectasia (gave) status post argon plasma coagulation (apc), diverticulosis, and 3 polys resected (benign tubular adenomas). Its documented that the patient was volume overloaded on admission and was given 80mg IV lasix. The patient was discharged on (B)(6) 2020 after 11 days of stay for a follow up after one week but died on (B)(6) 2020 at 1:48 pm. No additional information provided.